Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. The patient was unable to perform manual exchanges due to the hernia. The patient&#38112;status was not reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). It was reported the device was an unknown homechoice cycler. Should additional relevant information become available, a supplemental report will be submitted.